Event description:
Reports 7 false positive flu b results. Patients were symptomatic. No apparent adverse event. (Report 6 of 7).

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: email.